Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display revolves between a black screen and the home page. There was no reported patient involvement.